Manufacturer narrative:
H.6. Investigation: three photos indicating the location of suspected leaks were provided by the customer. The photos point to the arm of a smartsite and tubing connector. However, no physical sample or photo of leakage was returned by the customer. The customer complaint of leaks when priming and/or infusing chemotherapy could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20063012 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20063012 regarding item #2420-0500.

Event description:
It was reported that the as lvp 20d dehp 2ss cv sets leaked while priming and/or infusing chemotherapy. The following information was provided by the initial reporter: "recurring problem with these sets(3-4+). User experiences leaks when priming and/or infusing chemotherapy. It occurs at glued connections (ie tube to y-site, tube to smartsite,...)".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d dehp 2ss cv sets leaked while priming and/or infusing chemotherapy. The following information was provided by the initial reporter: "recurring problem with these sets(3-4+). User experiences leaks when priming and/or infusing chemotherapy. It occurs at glued connections (ie tube to y-site, tube to smartsite,...)"